Manufacturer narrative:
This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.

Event description:
"Hologic has received correspondence arising from litigation. The litigation alleges that a 57-year-old patient was implanted on (B)(6), 2020 with a biozorb marker following a surgical procedure for a left breast lumpectomy. On '(B)(6), 2024 patient presented with thickening of the skin related to the biozorb implant and mild skin hyperpigmentation related to radiation therapy. No other relevant information was provided. This report is being submitted pursuant to 21 cfr part 803 based on information made available to hologic through litigation. Consistent with 21 cfr 803.16, the submission of this report is not intended, and shall not be construed, as an admission, acknowledgment, or confirmation by hologic that the device caused or contributed to the reportable event."